Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (overheating/unable to power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted u1 component on the computer/analog pca. Additionally, c19 on defib board was damaged, spraying electrolyte through the unit. The root cause for the shorted u1 component and the damaged c19 component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was overheating and not powering on.